Manufacturer narrative:
H3, h6: the software analysis was completed. Per the case description it was seen that initially the target was set thrice where as entry was not set and then both entry and target were set. Post trajectory was locked and then within a short span it was unlocked. But the user events were not captured by logs, so it was not possible to determine why the trajectory was unlocked. The trajectory was locked again and proceeded for the case. The change in color was the expected behavior of the system. There were two plans with different entry and target which were likely 3mm apart, but from the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 (lot: 2.1.0); h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the surgeon planned a target but not an entry. After registration was completed and the surgeon was moving around she could not tell where the target was. The manufacturing representative (rep) helped the surgeon plan and set there entry and target. After being satisfied with there plan they locked trajectory and started the procedure. The rep noticed while they were cutting and getting the patient ready that the tab that normally says unlock trajectory said lock trajectory. The rep stated that no one touched the system or touched the button to unlock trajectory. The rep and the doctor had to replan and then locked the trajectory. They went through the slices to recheck that they would not go through anything they did not want to. This plan as .3mm off from the original plan. At the end they had three plans made. The surgeon thought when the instrument was on or near the set target point, that the target point would change color or fade in color as confirmation of being on or near the target. There was a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.